Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the nasolabial fold and cheek with 1 cc of juvederm vista voluma xc (right nasolabial 0.2cc, left nasolabial 0.5cc, 0.15 cc per side in ck3). 29 days later patient had an additional cc of juvederm vista voluma xc to the nasolabial fold (right 0.6cc and left 0.4cc). Over 2 months later, patient developed swelling on both nasolabial folds. No infection signs such as "pain" and "feeling of heat". There is swelling and induration on the left side, poor visibility due to pressure on the eyes. 11 days later patient visited the institution because of these symptoms. Patient was injected in the nasolabial fold and ck3 with hirax and solu-cortef® 100mg+normal saline 100ml with oral medication noted as prednisolone, mucosta®, chlorpheniramine, levofloxacin 500mg. A week later, patient did not experienced pain, redness, feeling of heat or other infection signs. It was noted that poor visibility was caused by the swelling symptom presented on ck3 also improved. Improvement trend, but slight induration and swelling still persist. Hirax injection was processed (nasolabial fold and ck3). The event is ongoing. This is the same event and the same patient reported under allergan emdr-00776. This emdr is being submitted for the first suspect product, juvederm vista voluma xc.